Event description:
It was reported internal fracture resulting in 2x extravasation. Patient had to receive another PICC. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported internal fracture resulting in 2x extravasation. Patient had to receive another PICC. No other information was provided. Additional information provided 06/26/2024: it was reported extravasation of chemotherapy. Chemo went peripherally for 1 episode. Patient had pain, no harm. It was reported this occurred with two devices. This report addresses the first device.